Event description:
Reportedly, during incoming inspection, the devices packages were found damaged.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection, the devices packages were found damaged.

Manufacturer narrative:
As per standard applicable procedures, the external packaging of the subject pacemakers followed a visual inspection that passed prior to be released for distribution. It should be noted that with such an irregularity on the external packaging, the product would have not been released for distribution. The observed damage was most probably due to inappropriate storage and/or transport conditions. The investigation results are retained and utilized for trending purposes.